Event description:
It was reported during use that the ventilation unit restarted and displayed a message to "manually vent patient". There was no patient injury reported.

Manufacturer narrative:
The log file of the affected device was analysed for investigation. Based on the log file the reported reboot of the ventilation unit could be confirmed. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms (auxiliary alarm) would be posted to inform the user about the problem. Based on the log file entries the reboot was triggered due to a detected checksum error during data transfer of an internal component on the printed circuit board (m16.2). The reboot was successful. In case of reoccurance it is recommended to replace the m16.2 and test the device as per manufacturer specification. The device alarmed the reboot as specified. Based on the log file entries the reported alarm message "manually vent patient" could not be confirmed. Such a message is no provided by the device. Probably the user interpreted the auxiliary alarm as an indication to perform a manual ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported during use that the ventilation unit restarted and displayed a message to "manually vent patient". There was no patient injury reported.